Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, found that the luer on fill port was broken. Replaced luer and functional tested without any further issues. The stm completed all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp was released to the customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported by a getinge service territory manager (stm). During scheduled services for a different reported failure. While performing a functionality testing, the cs300 intra-aortic balloon pump (iabp) was not auto-filling. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by a getinge service territory manager (stm). During scheduled services for a different reported failure. While performing a functionality testing, the cs300 intra-aortic balloon pump (iabp) was not auto-filling. There was no patient involvement, and no adverse event reported.